Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection. It was also reported that vegetation was noted on the mitral valve and leads. The right atrial (ra) lead and right ventricular (rv) lead were explanted. A single chamber pacemaker and rv lead were implanted as a replacement. No further patient complications have been reported as a result of this event.